Manufacturer narrative:
Analysis was able to confirm the customers comment regarding the output connectors. Both output connectors are broken. Hanger is broken. Upper and lower case halves are broken. Encoder assembly is contaminated (rust). All four control knobs are contaminated (rust). Display frame, three bosses are stripped. Output connector nuts are discoloured. Hanger screw is contaminated. Loose screws: all six case screws, hanger screw, all four display frame screws and all six printed circuit board (pcb) screws. Both wires on the lcd (liquid crystal display) are pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors on an epg (external pulse generator) were damaged. The device was returned for service. There was no patient involvement.